Event description:
In 2001 the patient underwent a slap lesion repair without incident. The repair consisted of securing the unstable slap lesion to the anterior neck of the glenoid using two suretac ii devices. The patient was examined one week post-op and was told to continue with passive range of motion and to return for follow-up in one month. In 05/2001 a follow-up examination of the shoulder was initiated and the following observations were reported: (1) there were suretac anchor fragments floating in the joint. (2) there was some mild chondromalacic change on the glenoid. (3) the anterior labral tear that had been previously repaired remained intact. (4) there are still mild detachment of the superior slap lesion. (5) the rotator cuff was inspected and found to be intact. Upon completion of the follow-up examination the device fragments were removed and a thorough debridement of the area was completed. A competitor's anchor was then fixed into the glenoid and the suture portion of the anchor was used to anchor the bicep tendon.